Event description:
Boston scientific (bsc) crm received info that this ventricular lead had dislodged one day post implant and is now capturing in the atrium. The device is now driving the rate from the atrium with the pt's own conduction. Atrial capture was inadvertently left on the caller is inquiring about how the device will respond to the lead position in the atrium. A bsc crm technical svcs consultant stated it is unk exactly how it will respond. The consultant discussed some programming options with the caller. According to our resources, the lead remains actively implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.